Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal fentanyl 7000 mcg/ml at 998.6 mcg/day and bupivacaine 21,000 mcg/ml at 2,996 mcg/day via an implantable pump. It was reported that the patient experienced premature motor stalls and the patient was not getting effective therapy. There were no known factors that may have led or contributed to the event. The logs were done a few times in the last few months and the motor stall occurred a few times. Actions/interventions taken included a pump replacement. The issue was resolved at the time of the report. According to the session long report on (B)(6) 2024, there was a motor stall on (B)(6) 2024 at 2:56 am and a recovery noted on (B)(6) 2024 at 3:07 am. Another stall was noted on (B)(6) 2024 at 7:40 am and a recovery on (B)(6) 2024 at 8:01 am. Another stall was noted on (B)(6) 2024 at 9:38 am with a recovery on (B)(6) 2024 at 11:07 am. Another stall was noted on (B)(6) 2024 at 8:18 am with a recovery at 9:05 am. Another stall was noted on (B)(6) 2024 at 12:02 pm with a recovery at 12:38 pm. A final stall was noted on (B)(6) 2024 at 11:23 am and a recovery at 12:30 pm. Another stall was noted on (B)(6) 2024 at 8:54 am with a recovery at 9:00 am.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.